Event description:
It was observed that during the device evaluation, the rigid video laparoscope had objective frame dents and scratches on the distal end, and the outer tube was bent on the proximal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, the reportable events were traced to component failure.should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.